Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system was unresponsive and displayed blue recovery screen. The customer stated that this malfunction caused a delay in dispensing medication to patients and prevented them from performing cases because the device failed to operate. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unresponsive and displayed blue recovery screen. A field service engineer attempted to reboot the device, but it displayed an error. The fse installed a separate hard drive to check if the unit would boot past the error, and it did. Subsequently, the engineer replaced the old hard drive with a new one due to possible electronic information on the previous drive and formatted it. The new hard drive was re-imaged with the 1.7.4 operating system, and the firmware was refreshed using another flash drive. The unit successfully flashed and synchronized afterward, resolving the issue. Furthermore, the fse verified the cable connections to the unit and power cables which were in good condition. The system functioned as intended after the field service engineer repaired the device.